Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the tubing set separated at the lower port while it was still in the package. Therefore, there was no patient involvement. The tubing set was going to be used for chemotherapy administration.

Manufacturer narrative:
The customer¿s report that the tubing set separated at the lower port was confirmed. The set was visually inspected for and the primary set¿s tubing was separated from the outlet port of the distal smartsite near the male luer. No other abnormalities were observed on the set during visual inspection. Functional testing was not performed due to the separated tubing and the leaking that would occur. The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported that the tubing set separated at the lower port while it was still in the package. Therefore, there was no patient involvement. The tubing set was going to be used for chemotherapy administration.